Manufacturer narrative:
A request has been made to receive the device back for eval. The device has not been rec'd to date. If further info becomes available, a follow up report will be submitted.

Event description:
Information was rec'd from a customer alleging a potential injury while using the device. There is no allegation of device malfunction. The device was not provided power during an auxilliary electrical test at the facility. The ac power was removed for up to 15 seconds. The pt was reported to have become apenic and as a result intubated and mechanically ventilated. The facility reported that the pt was not a candidate for noninvasive ventilation. Follow up info obtained indicated that the pt was reported to have been doing fine on mechanical ventilation and has suffered no adverse effects from the incident. The settings being used for this device are unknown. Based on the available info, the device appears to have operated as designed. Labeling for the device states that if the devices loses power, and power is restored after 10 seconds, the device restarts in the system self test mode and the monitoring button must be pressed to reset the parameters and begin therapy using the same settings that were in effect. This process is explanted in the device labeling. This device is also labeled for use as an assist ventilator and is intended to augment the ventilation of a spontaneous breathing pt. It is not intended to provide the total ventiallatory requirements of the pt. The device was tested by the user facility and was found to operate to specification. The device has been requested for eval and has not yet been rec'd. If further info becomes available, a follow up report will be submitted. The account mgr will be conducting additional training at the facility with respect to device operation and patient section.